Manufacturer narrative:
Device has not been returned for evaluation. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all per-release specifications. A review of the manufacturing and sterilization records for this lot verified that all pre-release specifications were met. According to the operative notes, the device was not explanted. Consequently, a direct product analysis is not possible. Based upon the available information, the exact cause for the reported event cannot be determined. A review of the complaint files confirmed that this lot has not been reported previously. All available information has been placed on file for use in tracking, trending and follow up.

Event description:
It was reported to gore that in 2001, a patient was implanted with gore mycromesh biomaterial and donor repliform allograft for rectocele, enterocele, cystocele, and vaginal/bladder prolapse repair. Two months later, the physician noted that a 1 x 2 cm piece of what appeared to be the repliform graft protruding through the vagina and a pda stitch, which were incised. After vaginoscopy was performed, the physician noted that an approximate 1 cm protrusion of the gore mycromesh biomaterial was found; however, since the surrounding area appeared healthy, no additional procedures were done for this problem at the time. Multiple procedures and abdominal surgeries both prior to 2001 and through 2008 have been completed, but it is unclear at this time if they are in anyway related to the product or the 2001 procedure.